Manufacturer narrative:
H3, h6: the reported device was received for evaluation. Visual inspection of the returned sealed packaging containing 3 tube set trays shows crushed packaging and 2 of the trays inside the packaging are also crushed. Functional evaluation was not performed because the visual inspection confirmed the complaint. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found one similar reported event. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was associated with transport/storage. Factors that could have contributed to the reported event include an inadvertent impact event that could have occurred during device transportation, rough shipping and handling, or at customer site. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that the dyonics 25 tube set was damaged, affecting the sterile barrier. No case reported; therefore, there was no patient involved.